Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, smoker, immediate implantation, preceding/simultaneous bone augmentation, infection, fistula, mobility.